Event description:
It was reported the catheter was being used in the patient's internal jugular. The catheter hub broke during use. The clinician noted the patient was "wiggling" around during the procedure. She noted the woman was small in stature and is not sure why it broke. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). This report is for the second in a series of product issues with the same patient. The initial event was reported under MDR# 1036844-2015-00299. No sample will be returned for evaluation.